Event description:
It was reported that a dual lumen ureteral catheter device was set to be used during a ureteroscopy (urs) procedure. Prior to procedure, it was found that there was a hair in the sealed packaging. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a1802 captures the reportable event of foreign matter.